Manufacturer narrative:
It was reported that after the enterprise vrd was placed due to noncodman coil protrusion into the parent vessel, micro-emboli in the middle cerebral artery distribution was noted with an ischemic stroke. A noncodman balloon was being used for coil placement. The current patient condition was reported as stable and in rehabilitation making slow progress. The long term care consists of continue rehabilitation (speech, occupational, and physical therapy, and continue aspirin, and plavix. The physician reported that the source of the emboli is not clear, but the patient had taken plavix and aspirin for 7 days before the procedure to block platelet function, and the patient was fully heparinized. It is possible that the event could have been related to placement of the stent, but it was reported that this is not definite and the mechanism is entirely unclear. The target site was the right ica paraclinoid region with embolization of a 3.8 x 3.5 mm superior hypophyseal aneurysm. During a previous unknown embolization in another facility, the patient had placement of an enterprise stent followed by coil embolization without any problems. During the procedure in which the micro-emboli was observed, four coils were placed with the assistance of a hyperform 4x7 mm balloon prior to the placement of the enterprise vrd. During deployment of the fourth coil, two loops protruded out of the coil mass at the neck of the aneurysm into the lumen of the internal carotid artery. After the coil protrusion was found, a standard maneuver was performed for this circumstance and an enterprise stent was deployed over the neck of the aneurysm, trapping the two coil loops between the stent and the wall of the internal carotid artery. Arteriography performed after stent placement, showed one and possibly two micro-emboli in the middle cerebral artery distribution. Additionally prior to stent deployment and during the first run after stent deployment, no emboli was present or on any angiographic run. It was confirmed that the stent was patent from the time of deployment at the desire target site. The act pre procedure was 133 and intra procedure was 232. The instructions for use it was recommended that a weight adjusted bolus of intravenous heparin be given to maintain the activated clotting time near 250-300 seconds throughout the procedure. Subsequent scanning studies have documented an ischemic stroke in the distribution of the anterior division of the right middle cerebral artery. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 10085948. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Emboli and stroke are known potential adverse events associated with the use of the enterprise vrd or with the procedure as outlined in the instructions for use. It is possible that patient and pharmacological factors along with aneurysm characteristics and procedural factors including balloon neck remodeling and coil placement difficulties with protrusion from the aneurysm contributed to the event. As reported, a definitive cause and relationship to the enterprise vrd cannot be determined. With review of the available information there is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken.

Manufacturer narrative:
During deployment of the 4th coil (non-codman/micrus) assisted with a balloon (non-codman/micrus), 2 loops of the first coil protruded out of the coil mass at the neck of the aneurysm into the lumen of the internal carotid artery. Additionally, after the enterprise vrd was placed at the site, an ischemic stroke occurred. In addition, the patient developed hypotension in the hours after the procedure. A retroperitoneal hemorrhage was found on CT. The hemorrhage was from the left kidney and was likely related to unintended entry of the diagnostic catheter (non-codman) into the left renal artery during passage of the diagnostic catheter through the abdominal aorta to perform the initial diagnostic arteriography as part of the procedure. During the event, fluoroscopy was not employed over the abdomen during initial advancement of the catheter because of equipment constraints; however, fluoroscopy was employed for any catheter-directed maneuver involving the head. After the coil protrusion was found a standard maneuver was performed for this circumstance and an enterprise stent was deployed over the neck of the aneurysm, trapping the two coil loops between the stent and the wall of the internal carotid artery. Arteriography performed after stent placement, showed one and possibly two microemboli in the middle cerebral artery distribution. The source of the emboli is not clear, but the patient had taken plavix and aspirin for 7 days before the procedure to block platelet function, and the patient was fully heparinized. It is possible that the event could have been related to placement of the stent, but this is not definite and the mechanism is entirely unclear. Additionally prior to stent deployment and during the first run after stent deployment, no emboli was present or on any angiographic run. It was confirmed that the stent was patent from the time of deployment at the desire target site. This hemorrhage required a second procedure to embolize the arterial bleeding site as soon as the bleed was documented by CT. The patient required transfusion of 6 units of prbc. Subsequent scanning studies have documented an ischemic stroke in the distribution of the anterior division of the right middle cerebral artery. Patient is still recovering and improving in the neuro intensive care unit, and is awake, alert, and responsive to commands. The target site was the right ica paraclinoid region with a 3.8 x 3.5 mm superior hypophyseal aneurysm, and the enterprise system was placed in the right ica. The act pre procedure was 133 and intra procedure was 232. Post procedure act partial thromboplastin tme was 55.6 (h) 24.0 - 32.7sec final. Therapeutic range for heparin monitoring is 72.2 - 93.3 seconds, and this range represents 0.3 - 0.7 u/ml unfractionated heparin. The prothrombin time was 20.6 (h) 11.8 - 14.7 sec final, and international normalized ratio 1.8 (h) 0.9 - 1.1 final. It was unknown if the patient had history of hypercoagulability. During the procedure a hyperform 4x7mm balloon (48717/lot unk) was used to deploy the first coil, but not for the second coil that was pushed out of the aneurysm. The coils used during the procedure consisted of ev3 axium 3-d coils (3x4, 2x2 x3-53367, 53355/lot unk). Catheters used during the case consisted on either a 4french glide catheter or 6french shuttle sheath (50776; 52785/lots unk). The current patient condition was stable and in rehabilitation making slow progress, and the long term care consist of continue rehabilitation (speech, occupational, and physical therapy, and continue aspirin, and plavix. During the previous embolization in another facility, the patient had placement of an enterprise stent followed by coil embolization without problem. The product is not available for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
During deployment of the 4th coil assisted with a balloon, during, 2 loops of the first coil protruded out of the coil mass at the neck of the aneurysm into the lumen of the internal carotid artery. A standard maneuver was performed for this circumstance and an enterprise stent was deployed over the neck of the aneurysm, trapping the two coil loops between the stent and the wall of the internal carotid artery. Arteriography after stent placement showed one and possibly two microemboli in the middle cerebral artery distribution. The source of the emboli is not clear, but the patient had taken plavix and aspirin for 7 days before the procedure to block platelet function, and the patient was fully heparinized. During the previous embolization in another facility, the patient had placement of an enterprise stent followed by coil embolization without problem. The microemboli were identified after stent placement and not before, so it is possible that they could have been related to placement of the stent, but this is not definite and the mechanism is entirely unclear. In addition, the patient developed hypotension in the hours after the procedure. A retroperitoneal hemorrhage was found on CT. The hemorrhage was from the left kidney and was likely related to unintended entry of the diagnostic catheter into the left renal artery during passage of the diagnostic catheter through the abdominal aorta to perform the initial diagnostic arteriography part of the procedure. This hemorrhage required a second procedure to embolize the arterial bleeding site as soon as the bleed was documented by CT. The patient required transfusion of 6 units of prbc. Subsequent scanning studies have documented an ischemic stroke in the distribution of the anterior division of the right middle cerebral artery. Patient is still recovering and improving in the neuro intensive care unit, and is awake, alert, and responsive to commands.

Manufacturer narrative:
The patient is able to speak, and moves the left side more weakly than the right. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10085948. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.